Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances. Technical services (ts) was consulted and upon review of the available information it was noted the pacing and thoracic impedances followed the same trend trajectory. The health care professional (hcp) stated that the patient was recently hospitalized due to heart failure, additionally the hcp mentioned that the heart failure alerts were disabled on the device. Ts suspected that the patient physiological condition was the cause for the reported events. This ICD remains in service. No adverse patient effects were reported.